Event description:
The information provided to sjm from a clinical abstract: "successful transfemoral antegrade valve-in-valve implantation of a sapien xt valve into a degenerated mitral valve prosthesis" journal of invasive cardiology 2012 24:4 (170-172) indicated the patient presented with regurgitation. A re-do mitral valve replacement surgery was refused by the patient and the patient was also considered an extremely high risk by the cardiac surgeon; therefore, a transfemoral valve-in valve implantation was planned. Intraoperatively a 26 mm valve from another manufacturer was implanted in the mitral position. The patient was reported to be recovering. No additional information will be provided.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve was not returned for analysis since a valve in valve procedure was performed. The device history record was also unable to be reviewed since the serial number remains unknown. The cause of the mitral regurgitation remains unknown.